Event description:
It was reported that the customer's insulin pump has cracks near the battery compartment and screen. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, severely scratched display window and cracked case near display window corners noted during visual inspection.(B)(4).